Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The caregiver (cg) said that the home patient (hp) had disconnected during therapy. The cg said that she primed using the same supplies. The baxter technical service representative (tsr) explained about not priming with the hp connected and using the same supplies. The tsr advised them to followup with the registered nurse (rn). The cg said that she knew how to retrieve the cassette. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she said her husband completed therapy successfully that day despite using the same supplies. She said she did not have a chance to even notice if there was anything wrong with the supplies that day. Since then he been completing therapy successfully. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient said that she primed using the same supplies. This complaint is confirmed because a reuse of supplies is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.